Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-sep-2024. The device evaluation details: the smart touch unidirectional device was returned to johnson and johnson medtech for evaluation. Visual inspection and deflection test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed a separation between the shaft and tip with internal parts exposed; however, the device was properly manufactured since adhesive residues were observed. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The separation between the shaft and tip cannot be associated with the reported deflection issue, as the device performed within the specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the separation between the shaft and tip could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿unable to deflect or relax completely¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of ¿a separation between the shaft and tip with internal parts exposed¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a separation between the shaft and tip with internal parts exposed. Deflection issue. It was reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-sep-2024, observed a separation between the shaft and tip with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a separation between the shaft and tip with internal parts exposed on 24-sep-2024 and have assessed this returned condition as reportable.